Manufacturer narrative:
(B)(4). The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hemorrhoidopexy procedure, the device was empty, did not staple, but cut. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: there were no anomalies noticed during firing of the device. The washer was cut completely. After firing and removing the device bleedings occur, but no blood transfusion was required. Surgeon could not observe any staple. The procedure was finished successfully by suturing by hand and the patient showed a normal healing process. Patient has already been discharged from hospital.